Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were air bubbles in the separating gel on three devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the customer photos showed tubes with excessive bubbles in the gel. A total of 100 retained samples were visually inspected, and 17 tubes were found with a small gel air bubble each. This is a cosmetic defect which should not impact the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were air bubbles in the separating gel on three devices. There were no health consequences or impacts reported.